Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a thread incorporated on the front surface of the lens upon implantation. The surgeon rotated the defect out of the visual axis to minimize any impact on the patient. The surgeon felt more safe in this option versus removing the lens. Additional information was received from the doctor who reported the patient's vision is improving. The defect in the intraocular lens is not visible in the pupil at all, and there has been no patient harm as a result.